Manufacturer narrative:
The initial MDR 1226181-2016-00307 was filed on june 03, 2016. The supplemental MDR 1226181-2016-00307_s1 was filed on june 20, 2016. Corrected information: (07/29/2016): the 510(k) number, k130276, in the initial MDR was incorrect. The 510(k) number portion has been updated with the correct 510(k) number.

Manufacturer narrative:
The initial MDR 1226181-2016-00307 was filed on june 03, 2016. Additional information (06/07/2016): siemens customer care center (ccc) followed up with the customer. The customer monitored the instrument and no further discordant results were obtained on other samples. The cause of the discordant, falsely depressed sodium and potassium results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) for troubleshooting on other dimension exl instrument. Siemens is investigating the issue.

Event description:
Discordant, falsely depressed sodium (na) and potassium (k) results were obtained on one patient sample upon repeat testing on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The sample was initially tested on an alternate dimension instrument, resulting falsely low. The sample was repeated again on this dimension exl 200 (serial number (B)(4)), still resulting falsely low. The sample was repeated again, resulting higher than all previous results. The customer did not specify the instrument on which these results were obtained. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na and k results.